Event description:
This report is based on information provided by philips (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 device indicating ECG leads test failed. There was reportedly no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
This report is based on information provided by the philips rse (remote service engineer) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 device indicating failure to boot up. There was reportedly no patient involvement. This report is based on information provided by the philips rse (remote service engineer) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 device indicating failure to boot up. There was reportedly no patient involvement.